Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient disconnected the ilet for approximately 45¿60 minutes to charge it, during which blood glucose rose and later insulin delivery resumed after reconnection. Symptoms included hyperglycemia with a reported peak of 301 mg/dl and no associated acute effects. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included complaint handling with user interview, device use review, and troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported, and the event was consistent with interrupted insulin delivery while the device was off. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.